Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the bantam device was not returned for evaluation. However, three photos and one video file were provided for review. Photos findings: 1. Shown was a hcp holding the balloon of a catheter. Liquid, likely water was been expelled from the balloon in the vicinity of the distal marker band area due to the presence of a pinhole rupture. The catheter as a whole was not shown or hub print details. 2. The local labelling was shown on a clearstream device carton. The lot number cmju0152 was in view, this matched the lot number logged on the gcs. 3. Shown was a hcp holding the balloon of a catheter and an inflation device. Liquid, likely water was shown on the outside the balloon, liquid is also within the partially inflated balloon. The catheter as a whole was not shown or hub print details. Video findings: the video duration was 13 secs. A hcp was shown attempting to inflate the balloon of a catheter with an inflation device past 2 atm but was unsuccessful. Clear liquid, likely water was shown been expelled at the distal end of the balloon due to a pinhole rupture. The catheter as a whole was not shown or hub print details. Imagery assessment: the alleged balloon rupture was confirmed. The difficulty to remove issue is inconclusive, there was no supporting evidence to prove. Therefore, the result of the investigation is confirmed for the reported balloon rupture issue and inconclusive for the difficulty to remove issue. The root cause for the reported balloon material rupture and difficulty to remove issues could not be determined based upon the available information received from the field communications and imagery reviews. Labelling review: the instructions for use for this bantam otw device was reviewed and the following sections are applicable. Indications. The bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications. None known. Warnings. The bantam pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Non-pyrogenic. Do not reuse, reprocess or resterilize. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. It can compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Do not reuse. This device has been designed for single use only. Reusing this medical device bears the risk of cross patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the use by date specified on the package. Do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions. The device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. Carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Keep dry. Keep away from sunlight. How supplied/stored. The bantam pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Keep dry. Keep away from sunlight. Use the device prior to the use by date specified on the package. Directions for use. Inspection and preparation. 1. Remove the balloon protector by first withdrawing the stylet and then slowly removing the balloon protector while holding the catheter as close to the balloon as possible. 2. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon protector, the product should not be used. 3. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. 4. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). 5. Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. 6. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. 7. Turn the stopcock off and maintain the vacuum in the balloon. 8. Purge the catheter guidewire lumen thoroughly. Note: reinserting the balloon into the balloon protector may damage the balloon or catheter insertion and inflation. Note: do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. 9. Make sure that the balloon protector has been removed from the dilatation catheter balloon. 10. Establish percutaneous access using seldinger technique. Advance appropriate guidewire to the target location. 11. Advance the catheter over the guidewire into the target location under the fluoroscopic guidance using accepted pta technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. G3, h6 (method, result. Conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the bantam otw pta catheter for lower limb artery. During the procedure, the balloon was allegedly found to be broken. It was further reported that the device was difficult to remove. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the bantam otw pta catheter for lower limb artery. During the procedure, the balloon was allegedly found to be broken. It was further reported that the device was difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending however, photos/videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.